Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the faulty first regulator unit, electro pneumatic proportional valve, rust on the flat cable, and difference in light intensity of the led could not be identified. Regarding the broken connector of the manifold unit, is likely broken due to faulty flow sensor harness. However, the cause of the faulty flow sensor could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, leakage sound was coming from the high flow insufflation unit. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found gas leakage type sound was coming from equipment intermittently; it was due to faulty 1st regulator unit and electropneumatic proportional valve. Heavy rusting on the electropneumatic proportional valve. Connector on manifold unit found broken. Heavy corrosion found on terminal and its washers and screws. Tracks of flat cable found rusted. Pins of link-in port of main board found deformed. Power switch found cracked. Heavy corrosion found on rear panel and its components. Hit, scratches and minor cracks found on front panel. Scratches and minor dent found in top cover. Minor corrosion found in chassis. Minor corrosion found on front panel chassis. There was a little bit difference in the light emitting diode (leds) glowing power but all leds are glowing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.